Manufacturer narrative:
Additional information: h4, h6 (update codes), and h11. H4: the lot was manufactured between january 6-7, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. It was observed that there were crystalline deposits inside the yellow outer packaging prior to patient use. This issue suggested that a leak may have occurred during transit. There was no patient involvement. No additional information is available.